Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The jaw of the reload was open. The sled was slightly advanced. The proximal and distal sutures were returned intact. The buttress was dislodged from the proximal end on the cartridge side. Functional testing found that the reload was loaded into a representative handle and the returned handle. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire and the staple pre-fired. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4d1882y egiaushort - egiaushort endogia ultra univ sht stap, lot# p3l0647 egiaushort - egiaushort endogia ultra univ sht stap, lot# p4e0902. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic lung resection, the jaws was closed, the user was able to press the green button, however the firing could not be done. Both handle and reload were replaced with the same model however the same issue occurred. Another stapler from a competitor was used to resolve the issue. It was noted that for both pair of the device, that the staples were protruding near the base of the cartridge jaws after the attempt to fire. There was no patient injury.